Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an internal device. The reason for call was the pts implanted neurostimulator battery was not holding a charge. Pt reported previously the implant would hold a charge for 48 hours. Now it only holds the charge about 24 hours. The issue started 3 or 4 weeks ago. Patient noted they did not have any problems unless the battery died with numbness or shooting pain previously, but now they are not feeling the effects of therapeutic effects. The patient was redirected to their healthcare provider to further address the issue